Event description:
Additional information was received that the patient was brought into the clinic for evaluation where loss of ventricular capture and sensing along with impedance measurements of less than 200 ohms were observed. When arm and pocket manipulation were performed, the rv lead initially functioned properly with sensing, impedances and threshold measurements all within normal range, however shortly thereafter loss of capture and sensing along with low impedance measurements were seen. Noise was also observed during the pocket and arm manipulation. The field representative stated that the patient was in sinus rhythm with back up pacing at 40 bpm, thus no asystole was seen and that no inappropriate therapy was provided due to the oversensing of noise. Programming changes were made to the device and the patient was referred to a different physician for a lead replacement procedure. The field representative was currently unaware if the procedure was scheduled. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a low out of range pacing impedance measurement for the right ventricular (rv) lead. The clinician contacted boston scientific technical services (ts) to discuss the alert and noted that the rv lead also exhibited noise that was oversensed by the device and lead to inappropriate ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the rv lead also exhibited undersensing where therapy was prolonged for greater than 60 seconds. An x-ray was obtained and revealed insulation damage and a clavicular crush. Subsequently a revision procedure was performed and the rv lead was explanted. A new rv lead was successfully implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted for normal battery depletion approximately four years later and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.